Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient appeared as preadmitted. A technical support specialist (tss) noted that the most recent message affecting the patient status was a preadmission message received recently and confirmed that no subsequent messages were received to place the patient in an admitted status. The tss advised that the hospital admission department information technology team could correct the status by sending an admit, register, or patient arriving message. The tss later confirmed during a follow up call with customer that functionality was restored and the case was approved for closure. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient appeared as preadmitted. The customer stated that they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.